Event description:
The patient was in pressure support ventilation and the therapist went into the alarm limits menu during her assessment. She thought she was adjusting the apnea interval up to our standard 20s when she realized it was, in fact, the apnea audio delay, which defaults to 0s. She went to set it back to 0, the screen paused, went black, came back on in standby for about 5s and then started ventilating in psv stating "the mode has been changed to psv". Unsure of what just occurred, it was duplicated off the patient while another therapist manually ventilated and the ventilator was changed out. The ventilator is in biomed currently. There was absolutely no harm to the patient as the therapist was standing there and quickly manually ventilated. The event was able to duplicate the issue on the other two available servo-u in my office yesterday. Maquet was immediately contacted to make them aware and report the event. The maquet field engineer came in the next morning to download the logs from all three ventilators for analysis. The sales representative also came to campus and informed respiratory therapy leadership that the company was aware of this glitch in software and was working on a correction as it has occurred at other facilities. This information was not disseminated to front-line sales and support staff. The sales rep also mentioned that the company was preparing for a voluntary recall. He was unsure when the software would be ready for upload to our machines. Subsequent to this trial it was noted that if a second attempt to correct the audio delay resulted in the blank screen (approx 5 sec) then a blue screen with maquet printed across the screen followed by stand by to the full display screen. The vent was working through all.